Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 62 mg/dl. Cause of bg level was not known. Reportedly, customer's neighbor "found pt outside [their] home and called ems [emergency medical services]." Ems administered and injection to address bg; nature of injection was not provided. Recommendation was made to consult with a healthcare provider to discuss diabetes management.